Manufacturer narrative:
The reported events of r-wave amp variation and high pacing threshold were not confirmed. As received a complete lead was returned in one piece with the helix extended within specification and was clogged with blood/tissue. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture thresholds and decreased sensing thresholds due to right ventricular (rv) lead dislodgement. The physician elected to explant and replace the rv lead. The patient condition was stable before, during, and afterwards.